Manufacturer narrative:
The facility destroyed the device involved so no further testing could be conducted. The doctor then used a similar snare from their stock, which worked fine. Analysis of complaint trending info was performed and no similar complaints from this lot concerned have been filed.

Event description:
When the doctor grasped a polyp with our snare and tried to cauterize, the unit did not work and the doctor ended up ripping the tissue which caused the pt to bleed. The doctor then used a similar snare from their stock, which worked fine. It was disclosed to the company that there was no injury to the pt.